Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the apex balloon catheter. The balloon, bonds, and tip were microscopically and visually examined. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a pinhole at the proximal balloon transition. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. The tip was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: ¿do not exceed the rated balloon burst pressure. If difficulty is experienced during balloon inflation, do not continue inflation; deflate and remove the catheter.¿ (B)(4).

Event description:
It was further reported that the balloon ruptured on initial inflation.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the proximal right coronary artery. A 2.50mm x 15mm apex¿ balloon catheter was advanced to dilate the lesion. However, at 24 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient' status was stable.